Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback maryland bipolar forceps was analyzed and found to have a broken main tube approximately 80.15mm from the distal tip. A piece measuring approximately 7.78 mm x 16.29 mm was not returned with the instrument. The instrument was found to have a broken inner tube approximately 68.29 mm from the distal tip. Upon visual inspection, the main tube holder was found to be dislodged from its normal position. The main tube holder was found to be broken. The broken regions measured approximately 1.17 mm x 1.70 mm in size. The fragments were not returned along with the instrument. The instrument was found to have a bent inner tube. The bending damage is located at the proximal end of the inner tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the force feedback maryland bipolar forceps had an unknown issue. It was found in the defective collection container with no note. The procedure was completed as planned with no reported injury.